Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the over 300 mg/dl for over 24 hours. The blood glucose at the time of the incident was 360 mg/dl and current blood glucose was 203 mg/dl. Customer treated high blood glucose with the bolus. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. Customer stated that, the irritation was directly at the infusion site. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Customer will call back to run test. The device will not be returned for analysis.